Event description:
It was reported to boston scientific corporation that while the resident doctor was pulling at the tip of the navigator access sheath, the tip separated from the internal dilator. There were no patient and procedure involved.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.